Event description:
It was reported that the patient presented in clinic for follow up. It was suspected that the right atrial lead had dislodged. During lead revision, fluoroscopy was performed and confirmed lead dislodgement. The lead was explanted and replaced. The patient tolerated the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.